Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported asymptomatic patient presented in clinic for follow up. Stored electrograms showed episodes of non sustained lead noise due to post paced t wave oversensing on ventricular channel. Programming changes were made. Patient condition is well.